Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after multiple times of screwing the lead in and out during the implant procedure, the surface of the lead wrinkled. The lead was removed and replaced. No patient complications have been reported as a result of this event.